Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient had their knee done by a surgeon sometime in 2006, exact date unknown. Surgeon was not sure of the exact date of their initial procedure. Patient was suffering from some instability in their knee. Surgeon felt the patient would benefit from a poly exchange from the cvd insert to a cvd plus insert. An size 2.5 8mm insert was removed and trial reductions were performed with the 12.5 and 15mm cvd plus inserts. Surgeon felt the 15mm provided the best stability. The real implant was opened and inserted. The leg was run through a full range of motion and found to be satisfactory and closing process began. Doi: 2006, dor: (B)(6) 2021, left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.